Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for evaluation with no customer allegation. During testing, the field service engineer identified the device had no image due to faulty charged coupled device and leakage. There was no patient involvement. ¿